Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 51 mg/dl at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.